Event description:
Philips received a complaint from customer biomed, reporting no flow at patient outlet on the v60 ventilator. The device was not in clinical use. There was no harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue occurred during device setup. The bme reported the device alarmed with a patient circuit occluded message on the screen with nothing attached. The bme visual inspection confirmed the internal exhalation port was clear and the air inlet filter was fairly clean. The bme reported a low leak co2 rebreathing risk alarm was noted in the device event log at the time of the event. The rse advised the bme to replace the flow sensor assembly, and if the problem persisted, replace blower assembly, customer acknowledged.

Manufacturer narrative:
H10: the biomed engineer (bme) reported the flow sensor assembly was replaced as recommended but the problem remained. The bme ordered and replaced the blower assembly as the next step in the corrective process and the issue was resolved. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.